Event description:
Procedure type: sigmoid resection. Patient sex: female. According to the reporter, the instrument was fired and an attempt was made to remove it, but was very difficult to remove. The anastomosis was found to be tight. Reportedly, the instrument also did not cut correctly. A colostomy was created as a precaution.